Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided from the site, and the following was observed: no damage or abnormalities observed on the inflation balloon. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon deflation partial or slow was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. As reported, 'the deflation was slower than normal (approximate time of deflation: less than 4 seconds)' and 'the device was not torqued, no kinks were noted'. The exact cause of the 'slower than normal' deflation is unknown; however, it is possible that if the delivery system was twisted, kinked, torqued, or excessively rotated due to tortuous anatomy, it can impede the flow of fluid from the inflation balloon, which may have resulted in the observed difficulties attempting to deflate and remove fluid from the balloon. Additionally, per the training manual, 'do not exceed 20 seconds for inflation and deflation of the delivery system'. However, without applicable patient/procedural imagery or return of the complaint device, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, deflation of the commander delivery system balloon was slower than normal post successful deployment of the valve. The approximate time of deflation was noted to be less than 4 seconds. There was no patient injury.

Manufacturer narrative:
Investigation is still ongoing.